Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the primary surgical report noted that the patient had exposed bone on the patella and femoral trochlea and thinning of the articular surface. He had an initial tka on (B)(6) 2013 and the operative notes provided did not reveal any deviations from the surgical technique. The components were implanted with the correct fit and orientation. The revision surgical notes state that the patient underwent revision 24 months later due to loosening. It is noted the both the components, femoral and tibial debonding from the cement. Per the package inserts of the femoral and tibia components (87-6204-055-23), loosening of the prosthetic knee components, poor range of motion, and pain are known potential adverse effects of the tka procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a knee arthroplasty the patient was revised due to pain. During the revision procedure it was noted that the femoral and tibial components were both loose.

Manufacturer narrative:
This report will be amended when our investigation is complete.